Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed the pump was not connected to the network after it powered down due to low/depleted battery alarming the power source was low. Once the device alarms the battery is low, it will power down as intended and will disconnect from the network. During functional testing, the reported problem was not reproduced. Evaluation was able to charge the device with the ac adapter provided with the pump from the customer and place the device onto the network. Battery state of health read 94% and displayed activity, where the volts were displayed while connected to the ac adapter. The device was able to load and run a set successfully. A service history review revealed a previous service for a similar event; however, no issues were identified during evaluation and the device was fully tested prior to release. The reported condition was verified. The cause of the condition could not be determined. No device correction is needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump powered off randomly even after charging for a long time; additionally, the device was stuck in the "1970" date. This was observed during charging; however, it was not specified if a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.